Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colon resection the device would not fire. A similar device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/02/2020 d4: batch # u5a87j device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were staples present. Attempts to fire the device upon installation of test battery were unsuccessful. Upon disassembly, the motor plug was found to be unseated from the connector on the pcba, which caused the device to not function as intended. No conclusion could be reached on how the motor became unseated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.